Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been having problems with their infusion sets and have been receiving no delivery alarms and bent cannulas. Her blood glucose was 425 mg/dl at the time of the incident and she had to change her set three times. She treated with a manual injection and said that her current blood glucose is 117 mg/dl. During troubleshooting for high blood glucose, the customer said that her blood glucose is 96 mg/dl. She said that as a backup plan, she'll look into getting long-lasting insulin and that she did treat with an injection. The customer declined to troubleshoot her pump for the high blood glucose because she said that she felt the pump was working fine and feels as though the issue is with the infusion sets. During troubleshooting for the no delivery alarm, she noticed that the infusion set cannula was bent. She said that the cannula bent within the first day of use. The customer was advised to the infusion set and to return it as soon as possible. The infusion set will not be returning for analysis. The infusion set and reservoir will be returning for analysis.

Manufacturer narrative:
Findings: evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Connected to a new infusion set. Installed reservoir and connector into a insulin pump. Performed pump manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.